Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2006. A 5076-52 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that exit block developed on the patient¿s left side and the left ventricular (lv) epicardial lead had no capture at 8 volts. The lead was capped and replaced on the patient¿s right side. No further patient complications have been reported as a result of this event.